Event description:
It was reported that the delrin ball from the latch mechanism of the aseptic housing was deteriorated which can lead to the potential for housing to open up and expose non sterile battery to the surgical site. There was no patient involvement or adverse consequences related to this event. It was reported during service at manufacturer facility that the delrin ball had a small piece missing.

Manufacturer narrative:
The reported event, delrin ball is deteriorated, was duplicated. Through visual inspection, the technician confirmed that the delrin ball was worn. Device was placed in parts retention.